Event description:
A patient previously implanted with an evoke spinal cord stimulation (scs) system was evaluated for a change in pain pattern and seeking an additional lead placement. A revision procedure was scheduled to place the additional lead. During this revision procedure, the physician reported difficulty when positioning the additional lead. As a result of the positioning difficulty, the evoke scs system was explanted. It was confirmed that there were no issues with the evoke scs system performance prior to explant.

Manufacturer narrative:
The explanted devices were discarded. Without device return, it is not possible to reach a definitive root cause for the reported positioning difficulty. The evoke scs system surgical guide provides details on lead placement and lead placement confirmation. The event report states that the system was explanted as a result of implant difficulty.